Event description:
Auto effluent equipment malfunction. The connection between the small effluent bag and tubing had a consistent leak and was dripping. Lot # 242601 & ref # 115370. Patient had gone to the or emergently at the start of the day shift [date redacted] and a new crrt [continuous renal replacement therapy] set was put up on arrival from the or. Someone had placed a bucket under the drip. Emailed rep on [date redacted]. Manufacturer response for auto effluent device, prismax auto effluent accessory (per site reporter).